Event description:
It was reported that the device exhibited a cassette error or incorrectly attached errors. There was reported patient involvement, but no harm.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service before. The device was tested and it was found that the pump did not recognize the cassette lock. The root cause of the issue was the latch/lock sensor. The sensor will be replaced to fix the issue. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy tests results are confirmed to be within specification.